Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: a review of pump¿s history showed multiple time and date resets. The pump was unable to be tested due an unrelated keypad issue. The pump was opened and evaluation revealed the internal clock battery on the circuit board was corroded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the time and date was incorrect at random. The reporter could not confirm whether the time and date change had occurred with a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.